Manufacturer narrative:
The investigation of high purge pressure and hemolysis issues has been completed. The returned product was investigated and there was biomaterial found around the impeller. The root cause of the hemolysis was determined to be biomaterial based on the data logs and returned product. The root cause of the high purge pressure was determined to be biomaterial. Though data logs lacked the typical motor current spike signature just before the hpp event, it seems that the initial motor current spike on 8/11 most likely was an instance where biomaterial hit the impeller but did not impede it for long. Then slowly, biomaterial build up around that initial small piece. When the reported event occurs, a drop in p level leads to an increase in purge pressure. This could indicate that when the impeller slowed down, the biomaterial was able to "relax" and block off more space in the purge gap. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17583. B1 changed to both adverse event and product problem. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
Us complainant reported that a patient was on impella rp flex support. Immediately after repositioning rp flex, under trans-esophageal echocardiography (tee) and while on p2, purge pressure high alarm occurred, and purge system blocked alarm happened shortly after. Staff had increased heparin dosage prior to repositioning. According to the field representative, the patient had rising lactate dehydrogenase (ldh) and repeat labs came back hemolyzed. The representative¿s impression of the x-ray was that the pump was deep and possibly may have been up against the right atrium (ra) wall. During repositioning, the alarm occurred but, right ventricle (rv) had recovered so the pump was explanted due to this and not hemolysis. It is unclear if hemolysis was resolved. The patient survived the event.